Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the complaint was not able to be replicated as the gel stent was not present in the unit or in the packaging. For evaluation purposes in the irvine dal, the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. The gel stent was not returned for analysis. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence. Serial number (B)(4), lot number 62636. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during ab externo injection (following rep's advice), upon deployment of xen®45 gts, the tip of injector caused amputation of the xen®45 gts causing the proximal end to be flush on sclera surface in the left eye, unable to advance out. The surgery was not completed with xen®45 gts but a trabeculectomy was performed. No eye injury reported.